Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive spine surgery (mis) - posterior lumbar interbody fusion(plif) from l2-l5 due to lumbar canal stenosis (lcs). Post-op, the implanted cage backed out. The patient came to the outpatient of follow up, complaining of lower back pain. X-ray was taken to confirm that cage inserted at l2/3 backed out. An additional surgery performed as a result of this event on (B)(6) 2019 for adjusting the cage position.